Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6) male patient receiving intrathecal baclofen (unknown dose and concentration) via an implanted pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. In (B)(6) 2014, the patient experienced infection symptoms and a (B)(6) infection was reported and confirmed. The infection physician that was seeing the patient reported that it was not the first time this had happened in that hospital. The infection was associated with implant and the pump was explanted 12 days later. Additional information has been requested, but was not available as of the date of this report.